Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver surgery, while the device was being used on the liver, the stapler could not be fired and could not be unloaded. Another device was opened to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was received with a full complement of staples. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.